Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 84-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci) with a history of renal insufficiency. The impella cp was independently placed to the right femoral artery. Upon arrival to the cardiac catheterization laboratory (ccl), the tuohy-borst valve was noted to be unlocked. The ccl staff locked the valve, and the first visible measurement was 86¿cm. After discussion with the interventional cardiologist (ic), the device was taken out of auto prior to leaving the ccl, and staff adjusted the p-level to p-7 before the patient was transported to the ICU. An echocardiogram was requested upon ICU admission. Initial transthoracic echo (tte) imaging showed the impella measuring 3.8¿cm with the pigtail directed into the papillary muscle. The ic was notified, and the initial plan was to decrease support to p-5 without repositioning. The intensivist evaluated placement and attempted repositioning, during which ¿impella in aorta¿ alarms occurred. The pigtail remained directed into the papillary muscle, and subsequent measurements showed 2.15¿cm with continued alarms. The decision was made to return the patient to the ccl for repositioning under fluoroscopy. Proper positioning could not be achieved, and the decision was made to explant the device. A 12¿fr sheath was placed, and hemostasis was supported with a femstop. The reported events are positioning issues, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the removal; however, the removal was performed with no consequence to the patient. The patient survived to explant.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was most likely patient condition related since the patient had severe stenosis of the vessels.